Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid circumflex artery, with moderate tortuosity. Pre-dilatation was performed and two different xience primes were advanced, but they both met resistance and due to the heavy calcification, the proximal shafts of both xience prime stent delivery systems broke into two pieces (outside the patient anatomy). A non-abbott stent was used to successfully complete the procedure. There was no clinical significant delay in procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional xience prime is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.